Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported that diagnostics indicated the elective replacement indicator (eri). Therapy loss followed. As a result, the patient's ipg was explanted and replaced. Surgical intervention address the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.